Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that 3 years ago the pump flipped over and then it flipped again. The pump and catheter were replaced last year (reference regulatory report #3004209178-2015-16656). The pump flipped two years in a row. The patient was unsure of the timeline or even how many pump replacements they had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.